Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate an unk lesion with a 2.0x15mm apex balloon catheter. The balloon ruptured on the first inflation below nominal pressure. The balloon was removed intact. No kinks were noticed on the device prior to use. The procedure was completed with a different device. There were no reported pt complications. The pt's status is listed as "good".